Event description:
On (B)(6) 2013, the reporter contacted animas alleging an intermittent power issue. It was unclear if this complaint was related to a power issue or reboot as the reporter stated that the pump had read 0 units on the home screen. It was determined that the ezprime steps had read ¿not completed¿ even though the cartridge contained about 81 units of insulin. The reporter stated that the pump had not given a ¿not primed¿ warning. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was one unexplained pump reboot event observed in the black box on (B)(4) 2014. A 24 hour duration test was successfully completed with the returned battery cap. No power interruptions were duplicated during the duration test. The battery compartment was cracked between the bumper pad and the cover. No damage was found to the returned battery cap. The battery cap contact measurements were in specification. The returned battery cap was able to fully attach to the pump with no yellow o ring showing. No evidence of internal moisture or damage to the power circuit was found when the pump was opened for investigation. The complaint was verified in the pump history but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.